Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 codes corrected b5 event description: this complaint is from a literature source. The following literature cite has been reviewed: barbed versus conventional sutures and the risk of abdominal wall dehiscence after laparotomy: a multicenter retrospective cohort study. Hernia. 2025 nov 24;30(1):21. Doi: 10.1007/s10029-025-03528-z. Pmid: 41283913. The aim of this study is to compare midline laparotomy closure with barbed absorbable sutures (stratafix¿ symmetric) versus conventional loop monofilament sutures (pds¿) across four university-affiliated hospitals in adults patients between 2019 and 2022. Stratafix (eth) and pds (eth) which were used for laparotomy closure. Reported complications: stratafix (eth) (n=785) acute dehiscence (n=5) treatment: not reported surgical site infection (n=?) Treatment: not reported pds (eth) (n=737) acute dehiscence (n=8) treatment: not reported surgical site infection (n=?) Treatment: not reported in conclusion, barbed fascial closure was safe, including in complex contexts such as oncologic resections, stoma creation, and reoperations. Adjusted models did not demonstrate statistically significant differences, although point estimates suggested a protective association.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: hernia. 2025 nov 24;30(1):21. Https://doi.org/10.1007/s10029-025-03528-z pmid: 41283913.

Event description:
Title: barbed versus conventional sutures and the risk of abdominal wall dehiscence after laparotomy: a multicenter retrospective cohort study. The aim of this study is to compare midline laparotomy closure with barbed absorbable sutures (stratafix symmetric) versus conventional loop monofilament sutures (pds) across four university-affiliated hospitals in adults patients between 2019 and 2022. Stratafix (eth) and pds (eth) which were used for laparotomy closure. Reported complications: stratafix (eth) (n=785) acute dehiscence (n=5) treatment: not reported. Pds (eth) (n=737) acute dehiscence (n=8) treatment: not reported. In conclusion, barbed fascial closure was safe, including in complex contexts such as oncologic resections, stoma creation, and reoperations. Adjusted models did not demonstrate statistically significant differences, although point estimates suggested a protective association.